Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a pump error alarm. Customer's blood glucose was 91 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on motor/force sensor assembly. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor due to critical pump error (open book image) alarm.